Event description:
The customer reported that the 840 ventilator stopped cycling while in use on a pt. The pt was not harmed or injured as a result of the event. The covidien customer support engineer (cse) verified the malfunction. The cse inspected the device and replaced the graphic user interface cpu pcb. The breath delivery unit (bdu) pcb and the gui cable. The unit passed extended self-testing.